Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trip lever was out of position. Functionally, the clip applier was cycled but the clip did not load. The pusher bar was observed to not be functioning properly. A review of the device history record for the clip applier indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The trip lever out of position preventing the clips from loading properly. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to laparoscopic surgery, the device was checked and there was no clip - it was empty. Another device was used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found trigger was partially applied.